Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 7 was deployed. The pt was re-admitted to the hospital in 2002 complaining of chest pain. Upon exam, it was noted that the groin site had not healed from the catheterization procedure. Palpation of the site revealed "vasoseal sheath indwelling". The sheath was removed by the physician at bedside without incident and the site was cultured. Oral antibiotics were administered to the pt. No further complications were reported.